Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm was not working when the alarm test button is pressed. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to difficulty reaching the overheat alarm setting temperature when the test button was pressed. As a result, the circulating water temperature was adjusted. The service history review had no indication that the complaint was related to a service of the device within the review period.